Manufacturer narrative:
Unit is currently under evaluation.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.